Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this ventricular implantable lead exhibited pauses in pacing which were noted during telemetry a few days post-implant. No noise was created with isometrics and no oversensing was noted.